Event description:
Clinical study. It was reported that 1756 days after a coronary stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 3.5x28mm, 70% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of a 3.5x32mm express bare metal stent with less than 30% residual stenosis based on visual estimate. The pt was discharged 2 days later, on aspirin and clopidogrel. During 5 year follow-up period, the site learned that the pt underwent an "angina driven tvr" 1756 days post index procedure. A cutting balloon was utilized and a sirolimus eluting stent was implanted in the prox lad. Technical success was achieved. The pt did not receive gpiib/iiia antagonist or bivalirudin. Intravascular ultrasound system (ivus) was performed pre and post procedure. The event was resolved the same day. The indication for the tvr also included "recent myocardial infarction (mi)", however, no report of mi has been received so far. Per investigator, the device causality of this event was "possible". No additional information was available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.